Manufacturer narrative:
(B)(4) (sheath damage). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Evaluation is in process.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered 10x40 stent was used during a procedure performed on (B)(6), 2010 (patient age unknown, but over (B)(6); gender, weight unknown). According to the complainant, when the physician tried to deploy the stent, the guide wire port of the rx system of the device bent and the outer sheath of the device cracked. The physician was unable to deploy the stent. The procedure was completed with a wallflex partially covered 10x60 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted 7 mm proximal to the tip. The outer sheath was kinked 10 mm proximal to the distal end of the jacket and the inner lumen was kinked and exiting the guidewire access port. During analysis it was not possible to retract the distal handle and outer sheath due to a resistance being met. No other issues were noted with the inner lumen or deployed stent. The most probable root cause is operational context. A similar batch review could not be performed as the batch number is unknown. A labeling review was performed and no anomaly was found. Based on investigation results, this is no longer a reportable event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered 10x40 stent was used during a procedure performed on (B)(6), 2010 (patient age unknown, (B)(6); gender, weight unknown). According to the complainant, when the physician tried to deploy the stent, the guide wire port of the rx system of the device bent and the outer sheath of the device cracked. The physician was unable to deploy the stent. The procedure was completed with a wallflex partially covered 10x60 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.